Event description:
Healthcare professional reported a patient was injected with an unspecified volume of juvéderm® volite¿ xc in the neck. About a month and a half later, patient had excessive tears in the left eye and underwent a dacryocystorhinostomy of the left eye. The event was mild and not related to device. Patient was given tobradex eye drops as well and took flonase nasal spray following procedure. About four months later, the patient had posterior vitreous detachment and floaters of the right eye. The event is noted to be mild and not related to the device. Approximately a week later, patient was injected with a 2nd injection of juvéderm® volite¿ xc in the neck. About three and a half months after the touch up injection, patient was diagnosed with breast cancer, not related to device. This is the same event and the same patient reported under MDR ID# 3005113652-2024-11011 (abbvie complaint #pr (B)(4)). This MDR is being submitted for the first injection, juvéderm® volite¿ xc.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number is 980/1, name & strength is hydrochloride lidocaine / 0.3 %, route used is subcutaneous. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional details received reporting patient underwent a breast biopsy, mammogram, genetic testing, and an MRI that confirmed the presence of breast cancer. Patient was hospitalized for lumpectomy of the right breast and breast reduction. Patient was discharged 2 days later.

Manufacturer narrative:
Continued h.6. Health effect - impact codes: f2201.

Event description:
Healthcare profssional reported a patient was injected with an unspecified volume of juvéderm® volite¿ xc in the neck. About a month and a half later, patient had excessive tears in the left eye and underwent a dacryocystorhinostomy of the left eye. The event was mild and not related to device. Patient was given tobradex eye drops as well and took flonase nasal spray following procedure. About four months later, the patient had posterior vitreous detachment and floaters of the right eye. The event is noted to be mild and not related to the device. Approximately a week later, patient was injected with a 2nd injection of juvéderm® volite¿ xc in the neck. About three and a half months after the touch up injection, patient was diagnosed with breast cancer, not related to device. This is the same event and the same patient reported under MDR ID# 3005113652-2024-11011 (abbvie complaint #pr (B)(4)). This MDR is being submitted for the first injection, juvéderm® volite¿ xc.

Manufacturer narrative:
Continued d.10. Concomitant therapies: doxycycline, botox. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of breast cancer, deemed not device related is considered an unexpected adverse drug experience.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Additional details received noting it was the right side breast cancer, deemed not device related.